Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An signal loss issue was reported with the adc device in use with an iphone se 2020 phone with an ios operating system version 17.3.1 and app version 2.10.2.7677. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and sweating and was unable to self-treat, requiring treatment of a glucagon injection administered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An signal loss issue was reported with the adc device in use with an iphone se 2020 phone with an ios operating system version 17.3.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and sweating and was unable to self-treat, requiring treatment of a glucagon injection administered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss. Adc attempted to replicate the reported issue using similar configuration of ios 17.3.1. The reported issue was unable to be replicated and the reported configuration is not compatible with the freestyle librelink app. There was no issue identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.